Event description:
It was reported that the device had over infusion of protonix. There was a patient involvement but no harm.

Manufacturer narrative:
Omit: e2401 - insufficient information. F24 - insufficient information.

Manufacturer narrative:
Additional information: unique identifier (UDI) per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had over infusion of protonix. There was a patient involvement but no harm.

Event description:
It was reported that the device had over infusion of protonix. There was a patient involvement but no harm.

Manufacturer narrative:
Imdrf codes: imdrf annex b, imdrf annex e, imdrf annex f, imdrf annex g. Manufacturer narrative: a review of the complaint history for sn 15633619 was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 12jul2019. The review was performed from the date of manufacture to the present date 08jun2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
The actual date of event is unknown. Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The reported event that device had over infusion of protonix could not be confirmed. No further investigation of this event is possible at this time, and there was no information of patient involvement.

Event description:
It was reported that the device had over infusion of protonix. There was no information on patient involvement